Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that initial interrogation on office visit (B)(6) 2013 that the patient's settings were different than what were programmed at the previous programming history available on (B)(6) 2012. The settings found were indicative of a faulted diagnostic test. A final interrogation was performed on (B)(6) 2012 prior to the patient leaving the office. It is unknown what date the faulted system diagnostic test occurred. No patient adverse events were reported.

Manufacturer narrative:
Age at time of event, or date of birth, corrected data: initial MDR inadvertantly listed the wrong date of birth of patient and age.